Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited increased pacing thresholds, reduced impedances, and reduced r--wave amplitudes. A lead dislodgment was suspected. The physician elected to turn off tachy therapy and hospitalize the patient until a lead revision could be performed. The revision procedure was performed a few days later and this rv lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.